Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of back pain ('lower back pain') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient experienced menorrhagia ("profuse menstruation"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal distension ("swelling of the abdomen"), pain ("unexplained pain in the entire body"), amnesia ("memory loss") and ear pruritus ("itching in the ears") and was found to have weight increased ("weight gain of 20 kg."). The patient was treated with surgery (essure removal by laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, menorrhagia, abdominal distension, pain, amnesia, ear pruritus and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal distension, amnesia, back pain, ear pruritus, menorrhagia, pain and weight increased with essure. The reporter commented: essure was removed due to patient's request. No follow-up had been performed after removal. The reporter did no relate the adverse events to essure preparation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of back pain ('lower back pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient experienced menorrhagia ("profuse menstruation"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal distension ("swelling of the abdomen"), pain ("unexplained pain in the entire body"), amnesia ("memory loss") and ear pruritus ("itching in the ears") and was found to have weight increased ("weight gain of 20 kg."). The patient was treated with surgery (essure removal by laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, menorrhagia, abdominal distension, pain, amnesia, ear pruritus and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal distension, amnesia, back pain, ear pruritus, menorrhagia, pain and weight increased with essure. The reporter commented: essure was removed due to patient's request. No follow-up had been performed after removal. The reporter did no relate the adverse events to essure preparation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.